Manufacturer narrative:
G4: 06jul2020 b4: (B)(6) 2020 the customer confirmed there was no adverse patient harm reported, however they were unwilling to provide any further information on the unit repair and resolution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
It was reported the machine went off in the middle of ops and was unable to be turned back on. Patient involvement is unknown.